Manufacturer narrative:
The complaint of device found in back-up mode was confirmed. The device was returned due to being in backup mode. The device image indicated that reset error had occurred and caused the device to revert to backup mode. The backup operation was reproduced at cold temperature, which was consistent with u2 xena integrated circuit cold temperature sensitivity anomaly.

Event description:
It was reported that the pacemaker was found to be in back-up mode prior to an implant procedure. No patient involvement.